Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1 of 2. The caregiver (cg) needed help with a se 2240 alarm and the baxter technical service representative (tsr) had the cg cycle the power on the hc. A se 2367 followed on the hc and the tsr had the cg cycle the power on the hc again. The tsr explained both system errors to the cg and the cg said that the hp became separated from the patient line by mistake because he got up during the night and did not realize he was still connected. The tsr advised the cg that the hp must start over with all new supplies on the hc or use manual supplies to do a manual exchange therapy that night. The cg understood. The hp would use manual supplies to complete therapy that night. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line became separated from the transfer set. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the care giver's report. The root cause was use error - patient disconnected from set. This issue is being investigated through CAPA. The label review found the labeling adequate for the prevention of the use error in this complaint.